Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2010 mesh was used. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Additional narrative: the patient underwent mesh implantation on (B)(6) 2010 due to urinary incontinence and vaginal prolapsed. It was reported that following insertion the patient experienced pain, erosion, infection and urinary/bowel problems. It was reported the patient experienced erosion of anterior mesh and underwent excision of anterior mesh with closure of anterior vaginal wall on (B)(6) 2011. (B)(4) ¿ urinary problems; bowel problems.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with vaginal hysterectomy, enterocele repair, anterior repair, paravaginal repair, and ilio suspension with mesh. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient concurrently underwent cystoscopy.

Event description:
It was reported that the patient concurrently underwent cystoscopy.